Event description:
It was reported that the tubing of a solution set with duo-vent spike was "torn after inserting it into the pump.¿ this occurred during use with a flogard infusion pump. The set had been primed with arginine. The reporter stated that after the tubing was inserted into the pump, ¿the tear was noticed on the tubing between the lock and safety clamp of the pump." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be performed.should additional relevant information become available, a supplemental report will be submitted.